Manufacturer narrative:
Added g3/g4, h1/h2, h6. Corrected b1. From product problem (e.g., defects/malfunctions) to adverse event. As it is unknown which device is directly implicated in this stroke event, the following devices (same device family) will also be included in this report: catalog #tac083415a/ serial #(B)(6)/ UDI # (B)(4). Catalog #te3442a/ serial #(B)(6)/ UDI # (B)(4).

Manufacturer narrative:
As it is unknown which device is directly implicated in this paraplegia event, the following devices (same device family) will also be included in this report: catalog #tac083415a/ serial # (B)(6) / UDI # (B)(4); catalog #te3442a/ serial # (B)(6) / UDI # (B)(4). H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code a26- used to capture insufficient information available to determine if gore device contributed to stroke. C1. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. It should be noted that, per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, neurologic damage, local or systemic (e.g., stroke). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The fsa reported the following to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tag® thoracic branch endoprosthesis (tbe) in zone 2. It was reported that the tbe was placed landing at the bovine arch. The branch component was at the left subclavian. The tbe moved back a little so a cuff was placed. The cuff jumped forward a little covering the bovine arch about 40%. There was still good flow in the bovine arch. The patient tolerated the procedure. On (B)(6) 2025, a follow up CT was performed and physician stated that the post CT looked good; however, the patient experienced at posterior stroke. The physician attributed the posterior stroke to advancing the terumo sheath through the arm into the left subclavian. He believes plaque may have broken off at this time leading to the posterior stroke. It is unknown why the tbe pulled back and why the cuff jumped forward.